Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4) g2, country event occurred in: australia. Review of the most recent repair record determined the ratchet gear was jammed and the roller was damaged. The ratchet gear and roller were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during biomedical engineering test/check that the ratchet handle was jammed and was not able to perform the up or down motion; the handle was also stuck on the mesher. An alternate device available for immediate use. There was no harm or injury to patient as there was no patient involvement. Due diligence is complete. No additional information is available.